Manufacturer narrative:
(B)(4). Date of occurrence: (B)(6). (B)(6). The device was not returned therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had two clearlink continu-flo solution sets that were unable to prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.